Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: damaged insulation. Confirmed failure: cracked/peeling insulation at tip of shaft probable root cause: poor autoclave reliability incorrect sterilization/reprocessing procedure handling procedures contact forces product used beyond defined useful life (B)(4). The device manufacture date is not known.

Event description:
It was reported that insulation was damaged.